Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant attempt, there was difficulty extending helix "in body and out of body". The lead was not implanted. No patient complications have been reported as a result of this event.